Manufacturer narrative:
Eval summary: result - review of the AED's electronic history record for the actual rescue attempt indicates that the user pressed the shock button and that the AED attempted to deliver a shock, however, the AED was unable to deliver energy to the pt load. The AED was returned to assist with the investigation and extensive testing has been performed on the AED. The issue identified in the complaint has not been reproduced and the AED is performing to specification. The issue that was identified may involve the defibrillation electrodes, external to the device, or with the placement of the electrodes on the pt. However, the electrodes were not returned for eval and any further conclusion cannot be made at this time.

Event description:
On (B)(6) 2012, it was reported that an AED was used during a rescue attempt and that a shock was not delivered when the shock button was pressed. The pt was transferred to a second defibrillator and therapy was reported to have been delivered. Pt outcome is unk, however, it was reported that the pt was breathing when he was transferred to the ambulance.